Manufacturer narrative:
The reported complaint of a user advisory - "(ua) 45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which likely attributed to user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Unrelated to the reported complaint, a bent battery lock was observed on the returned autopulse platform during visual inspection. This type of physical damage was likely attributed to mishandling such as drop. The bent battery lock was replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch is characteristic of normal wear and tear. The returned autopulse platform was manufactured in march 2008 and it is 12 years old, well past beyond its expected serviceable life of 5 years. Deburring was performed to remedy the sticky clutch. During archive data review, multiple errors (ua) 45 were recorded. Thus, confirming the reported complaint. Initial functional testing failed due to ua 45 (not at "home" position after power-on/restart) displayed during power on. Thus, confirming the reported complaint. To remedy ua45, the driveshaft was rotated back to "home" position by using the administrative menu. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message during power on. Customer was unable to clear error message. No patient involvement.